Manufacturer narrative:
This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82. Patient identifier of multiple is ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed (B)(6) architect anti-hbs with a new lot compared to a previous lot. ID (B)(6) generated architect anti-hbs (B)(6) but previously was (B)(6) using a different lot. ID (B)(6) generated anti-hbs (B)(6) but previously was (B)(6) using a different lot. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined normal complaint activity for the lot. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Historical performance in the field of the reagent lot 92278fn00 using world wide data was evaluated. The review showed no upward shift in the median patient result for negative samples for the lot when compared to the established limits for the assay. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Labeling was reviewed which adequately addresses the current issue. No product deficiency was identified.